Event description:
Same case as MDR ID # 2134265-2014-00504. It was reported that during a vascular access intervention therapy (vaivt) a balloon rupture occurred. The 90% stenosed target lesion was located at the severely calcified and mildly tortuous left forearm cephalic vein. The 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced to the lesion and on 2nd inflation it ruptured at 14 atmospheres (atm). The device was exchanged for another of the same 5.0mmx40mmx40cm (4f) sterling balloon catheter that ruptured at unknown atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).